Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The field service technician was able to confirm the reported event of a burnt a/c power plug module and power cord. If fluid leaked onto these components it could contribute to an electrical failure/fire hazard. The technician found the water inlet to be leaking. It is possible that the leaking water inlet contributed to the issue with the power plug module and power cord. The device was repaired at the customer facility.

Event description:
It was reported that the neptune 2 docking station had a burnt a/c power plug module and power cord. This event occurred during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the neptune 2 docking station had a burnt a/c power plug module and power cord. This event occurred during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.